Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, implanted for five (5) years and six (6) months, underwent a valve-in-valve procedure due to stenosis and regurgitation. A tmvr was performed with an edwards transcatheter valve. Both the transthoracic echocardiogram (tte) and intra-cardiac echo (ice) revealed well placed and well seated valve. There was no evidence of significant mitral valve regurgitation. The patient tolerated the procedure very well and was transferred to the cvicu in stable condition. It was reported that the patient's condition has improved upon discharge pod # 7.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of regurgitation and/or stenosis. There is insufficient information available to determine the root cause event. However, this event the was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient presented with a failing bioprosthetic mitral valve. The specific failure mode is unknown. Implant duration of the valve is approximately five (5) years and six (6) months. No additional information provided.